Manufacturer narrative:
One sample was received for evaluation and the reported condition was confirmed; however, a root cause could not be determined. A review of the device history record did not show any issues noted within the manufacturing or assembly process that would have contributed to this event. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. This lot met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the product or process, no trend exists for the failure mode, and a specific root cause could not be identified based on the available information. This information will be utilized for trending purposes and additional actions will be initiated, if applicable.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a monoject needle broke in the patient¿s mouth during a procedure. The needle separated the upper left vestibule and the patient required surgery to remove it. The patient had to be sent to a hospital because the needle could not be removed by the dentist or oral surgeon without possibly causing serious damage. The doctor said he wasn¿t doing anything different than usual during his 15 years of dentistry. It was a routine anesthetizing on a (B)(6) year-old female. The dentist used a 30-gauge short monoject needle and was doing the upper and lower left. He gave a lower left block which went fine. He then gave an upper left injection to the #14, 15 area and the injection went smoothly with no movement nor jumping from the patient. When he pulled out from the mouth, he saw that the whole needle from the hub down, was gone. By this point the patient had closed her mouth. When he had her open her mouth back up, he did not see any of the needle. He immediately took an x-ray to confirm and saw that the needle was inside the patient¿s mouth. He sent the patient to (B)(6) and was notified by the patient¿s lawyer to send patient records.